Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have a bent battery door by the corners. Review of the devices event history log was not required. The customer reported problem was duplicated. Found damaged battery door by user but not the battery compartment. The battery door was replaced to address the issue. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device was last serviced about a year ago in 2022 and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event., corrected data: health effects - clinical signs and symptoms or conditions corrected.

Event description:
It was reported that the pump needs battery repair. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.